Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the left bundle branch area pacing (lbbap) lead failed to retract and was observed to be damaged following multiple deployment attempts. As a result, the lbbap lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.